Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that an adverse event occurred following use of the artis zeego system. The user reported that a patient received a radiation burn following a procedure. It is not known if the patient required medical attention at this time. There is no further report of impact to the state of health of any user or patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The root cause was determined to be user error. The user reported that only the dose necessary for the examination was applied to the patient. No additional dose due to system failure or workflow failure was delivered. The investigation of log files, examination protocol and examination settings did not show a malfunction or deterioration in the characteristics or performance of the device. There is no hint of system failure or system malfunction that might result in an unintended high dose delivered to the patient. The entire dose was delivered under the control and supervision of the operator. In the preset case the following settings were chosen be the user: during acquisition often no cu prefilter was selected. Often high zoom factors were selected (4x22cm, 30x32cm, 4x42cm). A high frame rate of 10 frames per second was selected for fluoroscopic imaging as well as for acquisitions. Often the same angulation / rotation position of the c-arm was used for imaging. The log files showed that the user acquired 20000 images and 40 acquisition scenes in the affected patient. This is a very high number. Using smaller zoom factors and smaller frame rates would have reduced the dose significantly. If the angulation / rotation position of the c-arm would have varied during the examination, the delivered dose would have been smeared over a larger area of skin reducing the size of the burn. The user performed 38 out of 40 acquisition scenes using a max sid of 120cm although the angulation of lao90/cran0 suggested that the sid could have been lowered to 97cm to minimize the dose to the skin. Also, 90% of fluoroscopic episodes were performed using a sid >= 120cm although the angulations indicated that a lower sid of < 97cm could have been used to minimize the dose to the skin. The delivered dose was in accordance with the system settings and the imaging conditions; therefore, the delivered dose was as expected and the system worked as specified. No corrective action in the field is planned at this time.